Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of several photographs, one gia* universal single use instrument and one endo gia* tri-staple rr 60mm et reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the products and an evaluation of the returned devices. Photo one shows the reload with the jaws open and both distal sutures released. Photo two shows a tissue specimen with several staple lines. Photo three shows a tissue specimen with several staple lines. Photo four shows the reload clamped on the tissue specimen. Photo five shows the reload clamped on the tissue specimen with the knife bar assembly advanced to between the 3 and 4cm cut line. Photo six and seven shows a label for an egiatrs60axt lot number n4h0869ukx exp. 2017-08-31. Photo eight shows the reload clamped on the tissue specimen with the knife bar assembly advanced to between the 3 and 4cm cut line. Malformed staple are observed on the tissue specimen. Initial visual inspection of the instrument noted that it was engaged with the reload and the return knobs were advanced. Visual evaluation of the reload noted that it was fully fired with its jaws clamped. All sutures were released or cut and the anvil clamping mechanism was deformed. Sub-flush staple pushers relative to the staple cartridge were observed and visualization of internal components noted that the sled vane tips were deformed. Further engineering evaluation of the locked on tissue condition also noted an out of position knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly and subsequent difficulty opening jaws after firing. The laminate variation was considered to be a secondary condition and has been addressed in current production. The firing knobs were fully retracted and the reload jaws opened. The reload was unloaded from the instrument. Functionally, the instrument was loaded with post market vigilance (pmv) representative straight and roticulator* loading units. During the firing cycle, a skip was audible in the firing stroke. The instrument was dismantled for visualization of internal components. This examination noted a sheared tooth on the firing rack. The reload was loaded into the subject instrument for functional testing. The reload could be fired without resetting the interlock. No further functional tests were performed. Replication of the sheared firing rack teeth, deformed anvil clamping mechanism, sub-flush pushers and deformed sled vane observations may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. 2. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Visual and functional testing of the returned samples confirmed the products did not meet quality release specifications that were tested regarding the reported conditions due to the noted damages. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Procedure: thoraco/wedge/segmental resection. Customer states: prior to the second fire, the device was stuck when pulling back a black return knob, so could not return. Another dr. Tried to return the knob, but it was not moved. Surgeon gave up to remove the instrument. Then additional resection was performed on the central side. Opened a new handle and a reload of (B)(4), and three reloads of (B)(4) to complete the procedure. After specimen was removed, the knob was able to pull back to open jaws by our sales rep. Operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. No bleeding. The last patient status: good.

Manufacturer narrative:
(B)(4).